Event description:
Pt infusion set separated, causing insulin leakage. Pt indicated that, as a result, their blood was elevated (193-357 mg/dl). Pt self-treated by changing their infusion set, to resume insulin delivery.